Event description:
The wire guide was being utilized in an a-v graft. The wire was used in conjunction with another manufacturer's device that spins and rotates. The device came into contact with the wire guide during device operation. Flecks of ptfe coating was missing from the wire guide and was left inside the patient. The patient did not have any problems or complications.